Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 14f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The suture of two proglide devices were successfully pre-placed. The interventional procedure was completed. Reportedly, complete hemostasis was not achieved. A new proglide was used however complete hemostasis was still not achieved. Additionally, significant resistance was encountered during device withdrawal. Repeat angiography revealed severe stenosis in the tortuous segment of the right femoral artery. A crossover sheath was subsequently used to navigate via the left femoral artery to the proximal end of the right occluded site. Bidirectional femoral artery angiography showed extensive contrast extravasation at the right femoral artery puncture site and severe stenosis at the tortuous segment of the femoral artery. It was hypothesized that the proglide closure system incorrectly sutured at the tortuous site. A covered stent was implanted at the stenotic site, and blood flow perfusion was successfully restored. It was concluded that this was due to suture misalignment and false tactile feedback. The cause of this complication is rare. Details are listed in the article, titled [management of sudden severe artery stenosis during transcatheter aortic 1 valve replacement: a case report of rare complications caused by failed 2 suture of severely tortuous femoral artery]. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the reported information, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It is likely the device was under inserted (in subcutaneous tissue) due to interaction with challenging patient anatomy. Under insertion would prevent the suture from capturing vessel causing the reported incorrectly sutured at the tortuous site. The reported severe stenosis in the tortuous femoral artery likely contributed to the difficulty removing of the device. The patient effect of hemorrhage and occlusion are listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date estimated d4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled: management of sudden severe artery stenosis during transcatheter aortic 1 valve replacement: a case report of rare complications caused by failed 2 sutures of severely tortuous femoral artery.